Event description:
It was reported that the pump touch screen was unreadable. There was no adverse impact to customer¿s blood glucose level. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.